Event description:
It was reported that the cot lowered on its own while a patient was on the cot. It was further reported that a provider was injured on the shoulder. There was no adverse consequence reported for the patient.

Manufacturer narrative:
The investigation has been completed.

Event description:
It was reported that the cot lowered on its own while a patient was on the cot. It was further reported that a provider was injured on the shoulder. There was no adverse consequence reported for the patient. Attempts are being made to gather additional details from the user facility.

Manufacturer narrative:
As a result of the reported incident, a visual and functional inspection was performed by a stryker field service tech. It was found that the unintended cot lowering or dropping; no tip (cot drop) was due to the foot end control board being broken/damaged. This issue was resolved for the customer by replacing the device's control board. In addition, a stryker qae reached out to a representative of the caroline east med ctr about the alleged caregiver injury. He stated that the emt was put on light duty. The caregiver iced their shoulder per suggestion by the doctor and was doing physical therapy. He additionally stated that it was likely a strain. The manufacturing date for the device was also added to this record.

Event description:
It was reported that the cot lowered on its own while a patient was on the cot. It was further reported that a provider was injured on the shoulder. There was no adverse consequence reported for the patient.